Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications; product code and lot #. Any concurrent procedure/device implantation? Please explain what ¿was unsuccessful and was subsequently adjusted¿ following the initial procedure in 2000. Was the mesh exposure first noted by a physician in 2015? Mesh exposure site/location, symptoms and diagnostic confirmation? Was a required surgery for mesh exposure performed? Please provide dates and surgical findings. What is a current patient's status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2000 and mesh was implanted. It was reported that it was unsuccessful and was subsequently adjusted. The patient presented with vaginal mesh exposure in 2015 and underwent surgery to remove the mesh. Additional information has been requested.